Event description:
It was reported that balloon perforation occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for post-dilatation. However, while advancing the device over a non-bsc wire, the rear part of the wire penetrated the balloon part. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon perforation occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for post-dilatation. However, while advancing the device over a non-bsc wire, the rear part of the wire penetrated the balloon part. The procedure was completed with a different device. No patient complications were reported. It was further reported that the proximal end of the guidewire protruded from the balloon part when trying to advance the device on the wire. The device was simply pulled out and exchanged to a different device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the balloon. The balloon was loosely folded. There was a pinhole in the inner shaft 13mm from the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported damage to the device.

Event description:
It was reported that balloon perforation occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 5.0mmx100mmx150cm sterling balloon catheter was advanced for post-dilatation. However, while advancing the device over a non-bsc wire, the rear part of the wire penetrated the balloon part. The procedure was completed with a different device. No patient complications were reported. It was further reported that the proximal end of the guidewire protruded from the balloon part when trying to advance the device on the wire. The device was simply pulled out and exchanged to a different device.